Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4058m implantable pacing lead - 1995 (B)(6). (B)(4).

Event description:
It was reported that the lead exhibited increased thresholds and insulation degradation. The lead was capped and replaced. No patient complications have been reported as a result of this event.